Event description:
A medtronic representative reported an inaccuracy during an ent case. The surgeon stated the system was inaccurate to the inferior and posterior direction around 2 mm. The system was accurate to the anterior. One maxillary sinus was accurate, but the other was off by 1-2mm. No impact to the pt outcome was reported.

Manufacturer narrative:
The exam was to protocol, and the tracer registration technique was very good, both I form and data point fit. The inaccuracy of 1->2 mm posterior is within specifications. The software is behaving as designed.